Manufacturer narrative:
Corrected: brand name, device product code, catalog #/lot #, revision date, patient, PMA/510(k) #, manufacture date. Depuy still considers the investigation closed.

Event description:
Litigation papers allege patient suffered injury. Patient will have to undergo revision surgery.

Manufacturer narrative:
The (B)(4) was voluntarily recalled from the market in (B)(6) 2010, and the (B)(4) are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.